Event description:
Caller states that he received a result of 173 mg/dl on the device and took 3 units of fast acting insulin. He states he began having low blood glucose symptoms approximately 25 minutes later and tested at 51 mg/dl on another device. He states that he ate sugar to elevate his blood glucose. Caller reports that he has difficulty dosing the strip properly. No quality controls were used. Requested return of suspect device and replacement was sent.